Event description:
It was reported that the patient "wore a new monitoring system around her neck that toggled her implantable neurostimulator (ins) off." It was noted that "if the patient wears the monitoring system on her wrist then she should be okay with not toggling the ins off." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-09837.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 7428, serial# (B)(4), implanted: 2009, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v156048, implanted: (B)(6) 2009, product type: lead. Product ID: 3387-40, lot# l59781, implanted: (B)(6) 1999, product type: lead. (B)(4).